Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 6.1 and 5.9 inr. The corresponding lab result reported was 3.07 and 3.72 inr.